Event description:
Received info the pt's programmer screen was indicating an end of life/end of service message. MFR's rep performed a longevity calculation to estimate ins battery life. The following info was used for calculation: prog 1: 5.0v, 450 pw, 60 hz, 2+/1- electrodes prog 2: 5.0v, 450 pw, 60 hz 2+/2- electrodes. Rep did not have the exact amplitude pt was on at the time, these settings were what she remembered the pt being on. Longevity was estimated at 6 months. Impedance measurements were normal at time of implant in (B)(6) 2011. No falls or trauma were reported. Add'l info was requested and if received, a f/u report will be sent. Please reference MFR report #'s 3004209178-2011-00440 and 3004209178-2011-00441 for history of other recent devices.

Manufacturer narrative:
(B)(4).